Event description:
While attempting to implant a stent in the left renal artery the physician was unable to cross the lesion and the stent came off the balloon in the patient, therefore the stent was placed in the iliac artery. During the procedure, the physician was able to get the stent in place directly but the stent would not cross. However, when they wanted to pull the stent back after deciding not to use the stent after all, the stent came off the balloon. The physician was unable to cross the left renal artery due to resistance experienced. Although the target lesion was the left renal artery, the physician was able through angioplasty place the stent into the iliac artery. Another genesis was used to complete the procedure. The target lesion was the highly calcified and stenosed renal artery. There were no anomalies or kinks noted on the product at any time during the procedure. The stent was not manipulated during prep and was properly mounted on the system when inspected prior to use. The sds was prepped according to IFU guidelines. While being advanced, the inflation device was not hooked up. The patient did not experience any adverse event at any point during the procedure and is stable.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
While attempting to implant a stent in the left renal artery the physician was unable to cross the lesion due to resistance. The lesion was described as highly calcified and stenosed. As the physician was trying to withdraw the sds the stent dislodged from the balloon. The physician was able to place the stent in the iliac artery. Another genesis was used to complete the procedure. There were no anomalies or kinks noted on the product at any time during the procedure. The stent was not manipulated during prep and was properly mounted on the system when inspected prior to use. The sds was prepped according to IFU guidelines. While being advanced, the inflation device was not attached to the sds. There was no reported patient injury. A non-sterile opta pro 5.0 mm x 1.5 cm was received. The balloon appears as if it had been inflated and deflated, stent crimping marks were observed on the balloon. The stent was not received. No other visual anomaly was observed on the received unit. It has been not possible to perform a device history record review to this lot (r0309219) since its route sheet is currently missing; this is a roden product and some problems have been had by retrieving some documentation from roden facility. The reported stent delivery system (sds) failure to cross, stent dislodged and inaccurate placement could not be confirmed. The product analysis does not suggest that the reported failure could be related to the manufacturing process. It is likely that procedural factors could have contributed to the condition experienced by the customer. Controls are in place to prevent sds from leaving with loose stents. Refer to manufacturing work instructions (B)(4). Action taken: no corrective or preventive actions will be taken; given that, the reported failure does not appear to be related to the manufacturing process. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.